Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter broke and was repaired. Less than 2 weeks after the initial repair the catheter broke again at the distal end of the tubing. The device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one repair catheter was returned with an additional repair catheter segment captured under complaint (B)(4) and one segment of the original catheter captured under complaint (B)(4). Visual inspection identified a hole 4mm distal to the luer; no complete break was noted to the returned repair catheter. Therefore, the investigation is unconfirmed for the alleged break and instead confirmed for an external leak without embolism. The location and texture of the leak suggests that the leak was caused by clamping damaged. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the instructions for use (IFU) (B)(4) rev 2 that was included with the product prescribes the proper method of implantation for this device to prevent undue injury to the patient and damage to the product. On site care instructions states to use alcohol wipes during cleaning's. This IFU warns: do not use the catheter if there is any evidence of mechanical damage or leaking. Accessories and used in conjunction with this device should incorporate luer lock connectors. Avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth edge atraumatic clamps or forceps. Avoid perforating, tearing or fracturing the catheter when using a guidewire. Prior to beginning placement procedure, do the following: examine package carefully before opening to confirm its integrity and that the expiration date has not passed. The device is supplied in a double sterile package and is non-pyrogenic. Do not use if package is damaged, opened or the expiration date has passed. (Product is) sterilized by ethylene oxide. Do not resterilize. Inspect kit for inclusion of all components. Do not use the catheter if there is any evidence of mechanical damage or leaking. Avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumens. If sutures are used to secure the catheter, make sure they do not occlude or cut the catheter. The catheter is placed into one of the large central veins so the tip lies in the superior vena cava above the right atrium. It is tunneled subcutaneously to the desired exit site. The surecuff* tissue ingrowth cuff, attached to the catheter, is positioned 3-5 cms below the skin exit site in the tunnel. The cuff promotes tissue ingrowth to secure the catheter in place. (Results 1, conclusion 1) the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter broke and was repaired. Less than 2 weeks after the initial repair the catheter broke again at the distal end of the tubing. The device was removed and replaced. There was no reported patient injury.